Event description:
It was reported by the rep that the (1) 578sd was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the surgeon inserted the 7/8 mm trocar into the pt's abdomen and the cannula broke at the port site - dermis line/skin line. The surgeon retrieved the piece below the skin line. The surgeon finished the case with another trocar and without complications. There was no pt consequence. The customer requested that the entire lot be pulled.